Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed that the blue tube bushing was missing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV access valve was missing the blue protection cap. This was discovered before use of the device. There was no patient involvement. No additional information is available.